Event description:
Prior to the start of surgery, a level 1 warmer was attached to the central line, lactated ringers solution was attched to the level 1 but not turned on. Pt's blood backed up into the level 1 tubing and out the exhaust port of the level 1. An estimated 125cc of pt's blood leaked onto the or floor.